Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep checked the system connections and board/cable seating. The system operated as intended.

Event description:
It was reported that the 9800 system had intermittent image transfer problems and the systems locks up. No pt injury was reported.